Manufacturer narrative:
Approximate age of device ¿ 1 year and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that during a routine appointment at the hospital, the cardiologist observed a speed drop to 0 rpms in the system controller¿s log file. The pump was connected to the mobile power unit at the time of the alarm. The mobile power unit was exchanged as troubleshooting and no further alarms occurred. The patient was asymptomatic. No further information was provided.

Manufacturer narrative:
The pump remains implanted and the patient continues on vad support with no further events have been reported. The reported event could not be confirmed through this evaluation. No log file was submitted for evaluation. Review of the submitted x-ray images showed a potential area of wear on the metal shielding on the internal portion of the driveline, however, this cannot be confirmed as no product was returned for evaluation. The heartmate ii lvas instructions for use (IFU) and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. A review of the device history records found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient returned to the hospital for a routine visit and reported a red alarm while being supported by the mpu. The cardiologist saw a few pump stoppage events in the system controller history file. A non grounded patient cable was requested for the patient. No further information was provided.